Event description:
It was reported that the patient had an infection at the device pocket. It was noted that pus was oozing from the pocket site at the incisional wound opening. The patient was not febrile, but tenderness was reported at the pocket site. The patient's status was indicated as no injury or adverse event. The patient was hospitalized and administered antibiotics to treat the infection. Explant of the device was planned for (B)(6) 2012. About three weeks later, it was reported that the device had not been explanted. The patient was still being treated with antibiotics. A follow up report will be sent if more information becomes available.

Event description:
Additional information received reported that the device was not explanted and the infection resolved. No further information has been received.

Manufacturer narrative:
Product ID, 3889-28 lot# va006vr, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).